Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #2) device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia, adhesions and to remove the device. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1) and bard/davol ventralight st w/ echo (device #3) . Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent an incisional hernia repair. A bard/davol bard composix mesh (device #1) device was implanted into the patient to repair the hernia defect. On (B)(6) 2012: the patient experienced a recurrence of the incisional hernia and underwent another repair. During the repair of the recurrent incisional hernia a bard/davol sepramesh ip (device #2) was implanted into the patient to repair the hernia defect. On (B)(6) 2015: the patient experienced another recurrence of the incisional hernia and underwent another hernia repair. During the repair of the recurrent incisional hernia a bard/davol ventralight st w/ echo (device #3) was implanted into the patient. On (B)(6) 2016: the patient experienced another recurrence of the incisional hernia and underwent a rives-stoppa incisional herniorrhaphy. During the operation, the patient's surgeon removed old, scarred and contracted mesh. The patient's surgeon noted that there were extensive adhesions of the underlying viscera to the abdominal cavity, and an extensive adhesiolysis was carried out, that required approximately 45 minutes perform, to completely clear the mesh of all visceral adhesions. The defective mesh products were removed completely during this operation. The products implanted in the patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernias that the products were initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The patient's injuries and damages are permanent and will continue into the future.